Event description:
The device emitted metal shavings during the procedure. Metal shavings were left in the surgical field. No pt injury was reported.

Manufacturer narrative:
The visual examination of the returned device revealed galling marks along the length of the inner shaft and metallic fragments were also observed to be embedded into the inner shaft's sheathing. The observed galling marks indicate that excessive "side-loading" force was exerted onto the device while in use, thus causing discharge of metal fragments. Ascent healthcare solutions' IFU states: "do not apply excessive pressure or side-load the blade during use. Side-loading does not improve performance of the instrument, can dull the blade, and/or product metal particulates." The device history record for the returned device indicates that the shaver passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.